Manufacturer narrative:
Tw ID#(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4) the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) experienced intermittent cut and seal. They switched out the pigtail and extension and was getting the same result. They opened another kit and were able to complete the case. Delay for the time it took to switch out the cords. No harm.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lot 3000415583 the only lot shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the only lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Neither a lot/serial# or a manufacture/expiration date was provided, therefore only a partial UDI number is available.

Event description:
N/a.